Manufacturer narrative:
Nakanishi conducted an investigation on the attempts nam made to obtain the subject handpiece and the patient information. The specific steps made by (B)(4) and documented in nam's MDR file are listed below: <attempt 1> on august 13, 2015, (B)(4) sent the doctor product experience form and patient information form (forms) that contain questions on the information required for MDR. <attempt 2> on august 17, 2015, (B)(4) sent an email to the dentist to urge the response to the questions contained in the forms and requested the subject handpiece be sent to (B)(4). <attempt 3> on august 18, (B)(4) sent an email to the dentist to offer the assistance to fill out the forms. <attempt 4> on august 21, (B)(4) sent an email to the dentist to offer the assistance to fill out the forms and asked if the subject handpiece had been sent to (B)(4). <attempt 5> on august 26, nam called the dental office but the dentist was not available. (B)(4) left voice mail message to offer any assistance to fill out the forms. <attempt 6> on august 28, 2015, (B)(4) called the dental office again but the dentist was not available. (B)(4) left a message with an office receptionist. <attempt 7> on september 8, 2015, (B)(4) found out through communications with a sales representative and dealer that the dentist wanted no contact. (B)(4) could not receive any replies to the emails or messages. Therefore, nakanishi cannot provide the patient information and serial number of the handpiece in this report.

Event description:
On september 10, 2015, nakanishi received an e-mail from (B)(4) about an MDR reportable event occurred in u.s. Details are as follows. On august 13, 2015, (B)(4) was made aware of a handpiece overheating and a small blister developed on the cheek of a patient through a discussion with a dentist. The dentist did not know which specific handpiece had been used for the treatment. The efforts (B)(4) made to obtain the subject handpiece and the patient information are described in detail.

Manufacturer narrative:
On october 14, 2016, nakanishi heard from the distributor that no additional information regarding the patient was available.